Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the right and left electrodes. (B)(6) body lotion and bandages were applied to the sores. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient that they can remove the lifevest while at home due to the skin irritation. Follow up indicated that the patient's skin irritation improved.